Event description:
It was reported that the patient experienced inappropriate therapy from t-wave oversensing (twos) of their right ventricular (rv) lead when they were non-compliant with their medications. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.